Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that during the implant procedure they used the torque wrench included in the extension package to tighten the setscrews, but one of the four connector blocks started to rotate completely like it was not manufactured firm enough. The hcp held the setscrew connector block firmly between the thumb and two fingers to support the lead body to prevent rotation. Due to the rotating connector block, it was not possible to tighten the screw and secure the lead. The extension was disconnected and replaced with a new one. There was no patient harm, injury or death. No further patient complications were anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the extension found the connector on the distal end of the extension was twisted in the molded rubber. The #1 connector block was twisted and the #1 conductor wire was kinked. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.